Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab as no sample was returned for evaluation, a root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Upon follow up for a check heater line alarm the home patient (hp) stated when she removed the cassette from the home choice (hc) she noticed it was half filled with air. The hp had discarded the supplies and did not know the lot number. The patient was involved but there was no injury or medical intervention reported as a result of this incident. The hp has continued with therapy with no further issues.